Event description:
It was reported that about 9 days prior to the angioplasty, the patient had suffered a transient ischemic attack involving left hemiparesis. Imaging taken after this event demonstrated a very small right parietal white matter acute infarct. Following the successful stent placement in the right middle cerebral artery in 2007, it was reported "patient did very well". The patient was undergoing dialysis six days later when "he abruptly became unresponsive". He was found to have an intracerebral hemorrhage in the right parietal lobe and care was withdrawn. The patient expired the following day.

Manufacturer narrative:
The stent remains implanted in the patient, and is not available for return.